Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter disconnected while in use. No patient injury.

Manufacturer narrative:
H 3 evaluation summary: a device history record (DHR) review could not be performed because the lot number was not known. One used sample without its original packaging and without a lot number was received and visually inspected. The reported problem was observed in the sample; the catheter was separated from the connector. The manufacturing process was reviewed by the multifunctional team. This was found running according to product specifications and meeting quality acceptance criteria. The machine maintenance for the catheter-adapter assembly were verified and found with up-to-date corrective and preventive maintenance as schedule. Per the available information, no abnormal process conditions that could cause this failure were detected in the manufacturing process. The exact root cause could not be determined with the available information. Updates were generated for the catheter assembly location on the sample port from the current manufacturing location, and for the fixtures in order to accommodate the location change. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.